Event description:
Report received indicated that 7 days post cypher stent implant, the patient complained of chest pain. In addition, the patient was diagnosed with renal function deterioration. An angiogram was performed where a sub-acute thromboses was seen at the previously treated target lesion. The target lesion was the proximal circumflex. The lesion was a de novo and concentric. Aha/ acc classification of the vessel was type c. The lesion length was approximately 25mm and the vessel diameter was 2.5mm. The index procedure was an elective case. Pre-dilation was conducted with a balloon (product unknown: 2.5/20mm) at 14 atm for 30 seconds. Then cypher (2.5/28mm) was implanted at 16 atm for 30 seconds. Post-dilation was not conducted. Ivus was conducted up to the mid section of the target lesion, but the distal section was not conducted because it could not advance beyond the mid section of the stent. The residual % of stenosis was 0%. Timi iii flow was present before and after the procedure. The activated clotting time (act) was measured over 300 seconds.

Manufacturer narrative:
Seven days post index procedure, the patient came to the hospital with chest pain. The patient was also in renal function deterioration due to dehydration. A coronary angiogram (cag) was conducted and thrombus was observed at the proximal edge and distally inside the implanted cypher at the proximal circumflex. Aspiration was conducted to treat the thrombus. Then plain old balloon angioplasty (poba) with a balloon (quantum maverick: 2.57.20mm) was conducted at 16 atm for 20 seconds (4 times). Physician's comment: "the possible cause of the thrombotic event was that the cypher at proximal circumflex was under-dilated and due to the dehydration of the patient." The anti-platelet therapies conducted were the following: aspirin 100mg/day: 1997, clopidogrel sulfate 75mg/day: 2008, heparin 10,000 u: eighteen days later. This product is distributed outside of the united states. However, it is similar to us distributed coronary stent delivery systems. The product remains implanted in the patient and will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.